Manufacturer narrative:
Additional information: one unpackaged ar-12990n was received inside an ar-12990 knee scorpion batch number 14999512 for investigation. Visual inspection noted that a fragment of a needle was visible from the suture slot of the ar-12990 knee scorpion. The device investigated was the ar-12990 knee scorpion and functional testing was performed on the returned ar-12990 with an ar-12990n batch number: 10512300 and it was found that the needle could not be fully inserted, the ar-12990n was met with resistance and could not pass through the shaft of the device. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during the firing of the needle thus, breaking the needle and causing a blockage within the shaft. Dfu-0392-sub-eo warns against the usages listed to help avoid needle breakage and potential patient injury. Refer to the investigation photos. Complaint allegation is confirmed.

Event description:
It was reported that a broken needle is stuck inside the scorpion. There was no harm for patient, operator or third party reported. Update swit 03-jun-2024: the surgery, which was a planned acl operation, took place on (B)(6) 2024. The surgeon wanted to suture the meniscus intraoperatively. After initially hooking the needle-thread combination, they pulled it out of the patient and saw that the needle tip had broken off the weld. When trying to push a new needle through the instrument, it was noticed that the needle tip must still be in the instrument, as nothing could be pushed through. The surgery could be continued after they opened the instrument again. Postoperatively, no needle tip was visible in the control x-ray.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.